Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with irritation in the right eye one month post lasik. The patient was noted to have a corneal ulcer. The patient has been traveling and was seen by another doctor who started the patient on topical antibiotics. Additional information received states the patient has tried several antibiotics with no improvement. The patient has been referred to a corneal specialist for further treatment, culture, and will undergo a flap lift and rinse at a later date.